Manufacturer narrative:
The company representative in japan found that the power switch was unstable and, that the iabp stopped running when the power switch was touched. The company representative replaced the power switch. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a patient, the unit shutdown without alarm. Therapy was continued after several attempts to turn the unit on. No patient injury was reported.